Event description:
Reporter indicated that vns pt had passed away. Death certificate indicates immediate cause of death as "closed head injury with acute subdural hematoma" as a consequence of a accidental fall down stairs. There is no evidence at this time that the ncp system caused or contributed to the reported event.